Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on (B) (6), 2010 alleging that their one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that on the morning of (B) (6), 2010, the meter would not power on. The pt did not exhibit any symptoms or attempt to test on another device. Approximately 8 hours later, the pt began to vomit and felt nauseous. The pt then was treated by a non-hcp with glucose tablets/glucose gel. This was not the first time the product was being used. The pt denied any misuse of the product. The meter does not power on with the power button turned on. The pt was using the correct vial of test strips and the issue was not resolved via troubleshooting. Customer care advocate (cca) sent a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, who treated the pt and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the meter not powering on, she developed symptoms and had to be treated with glucose tablets/glucose gel.